Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that  their stimulator will not stay charged. Patient stated they will fully charge the implant and it will maybe stay on for 10-15 minutes, and then it will cut off. The patient said they are peeing on themselves left and right.  The agent asked if patient had fallen or had any trauma to the area and patient said they don't remember because they have seizures. Patient confirmed they are getting an efficient charge and that they are charging for 30 minutes. Patient did not have recharger with them at the time of the call to check recharging status. Agent had patient turn on handset and communicator and patient reported seeing por (power on reset) message. The patient turned therapy on but said it would turn off quickly. Caller stated that they use a vibration plate and was wondering if that would effect their implant. Agent reviewed patient activites with the caller. Patient will call back when they have recharging equipment for further troubleshooting. Additional information was received ad the representative stated that the patient had no issues with charging but and they were feeling stimulation appropriately and all impedances were in range, but the patient felt ins stimulation turn off every 20-30 minutes. The representative. Said they provided an extra handset and communicator to the pt and said when they connected with the clinician app, the pt had a por code. The representative. Said they went to the stimulation use diagnostics page, but no data was captured. Event log was also empty. Recharging session log had recharging sessions recorded. And confirmed cycling was off on all groups and programs, and the representative stated that the patient  experienced this issue all day long. Tss called the representative. Back to gather more impedance data, but mdt rep. Then stated that the pt perceived the therapy turning off and then looked at their handset and the ins charge was low. So pt would charge to 100% and 30 minutes later, ins charge was low- ins depleting rapidly but all impedances appeared to be within range. Mdt rep. Also said the handset said the communicator was at 0% and low, but the communicator appeared to be charged and was showing no sign of a low battery(no low indicator light). Issue with handset and communicator was noticed today, but battery depletion issue started about 3 weeks ago.  They were going to send pt home with a loaner handset and communicator to see if anything resolved .

Manufacturer narrative:
H3: analysis of the implantable neurostimulator (ins) (s/n:(B)(6) identified that the wire bonds were broken between the hybrid circuit board and the battery terminals internal to the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that they have worked with the internal tech team to determine the cause of this issue. Unfortunately, they do not have a clear answer. The issue has not been resolved and the battery was still cutting off, even with a new handset (eliminating the handset as a potential cause). The fall did occur end of may. The issue with the battery began occurring sometime after that. Rep was working with the office to have the patient scheduled for a revision.

Event description:
Additional information was received from a manufacturer representative (rep). The rep replied via email and stated that they also thought the issue would show in the patients recharging data and looked through the patient's re-charge sessions and everything seemed normal. There was a typical recharge cadence, nothing looked unusual or multiple sessions in a day, etc. They think when it cuts off the patient has just delt with the symptoms coming back. They checked in with the patient and even with the new handset. The patient says it's still cutting on and off. They did remember a substantial fall that left a bruise right around the pocket site. The agent consulted with the principle agent to escalate case and replied to the rep. The rep had provided logs which were sent to engineering who found in the logs that it looked like the patient had pretty nominal settings so their recharge interval should be closer to 19 days but it looked like it was only lasting between 2-4.5 days as of (B)(6) 2025 (prior to that it their recharge interval was around 12-19 days). Follow up questions were sent to the rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that their stimulator will not stay charged. Patient stated they will fully charge the implant and it will maybe stay on for 10-15 minutes, and then it will cut off. The patient said they are peeing on themselves left and right. The agent asked if patient had fallen or had any trauma to the area and patient said they don't remember because they have seizures. Patient confirmed they are getting an efficient charge and that they are charging for 30 minutes. Patient did not have recharger with them at the time of the call to check recharging status. Agent had patient turn on handset and communicator and patient reported seeing por (power on reset) message. The patient turned therapy on but said it would turn off quickly. Caller stated that they use a vibration plate and was wondering if that would effect their implant. Agent reviewed patient activites with the caller. Patient will call back when they have recharging equipment for further troubleshooting. .additional information was received ad the representative stated that the patient had no issues with charging but and they were feeling stimulation appropriately and all impedances were in range, but the patient felt ins stimulation turn off every 20-30 minutes. The representative. Said they provided an extra handset and communicator to the pt and said when they connected with the clinician app, the pt had a por code. The representative. Said they went to the stimulation use diagnostics page, but no data was captured. Event log was also empty. Recharging session log had recharging sessions recorded. And confirmed cycling was off on all groups and programs, and the representative stated that the patient experienced this issue all day long. Tss called the representative. Back to gather more impedance data, but mdt rep. Then stated that the pt perceived the therapy turning off and then looked at their handset and the ins charge was low. So pt would charge to 100% and 30 minutes later, ins charge was low- ins depleting rapidly but all impedances appeared to be within range. Mdt rep. Also said the handset said the communicator was at 0% and low, but the communicator appeared to be charged and was showing no sign of a low battery ((B)(6) no low indicator light). Issue with handset and communicator was noticed today, but battery depletion issue started about 3 weeks ago. They were going to send pt home with a loaner handset and communicator to see if anything resolved. 2025-07-28 rtg0856240 (rep): additional information was received from a manufacturer representative (rep). The rep replied via email and stated that they also thought the issue would show in the patients recharging data and looked through the patient's re-charge sessions and everything seemed normal. There was a typical recharge cadence, nothing looked unusual or multiple sessions in a day, etc. They think when it cuts off the patient has just delt with the symptoms coming back. They checked in with the patient and even with the new handset. The patient says it's still cutting on and off. They did remember a substantial fall that left a bruise right around the pocket site. The agent consulted with the principle agent to escalate case and replied to the rep. The rep had provided logs which were sent to engineering who found in the logs that it looked like the patient had pretty nominal settings so their recharge interval should be closer to 19 days but it looked like it was only lasting between 2-4.5 days as of july 14, 2025 (prior to that it their recharge interval was around 12-19 days). Follow up questions were sent to the rep. 2025-aug-20 e1 image001 (rep): additional information was received from a manufacturer representative (rep). The rep reported that they have worked with the internal tech team to determine the cause of this issue. Unfortunately, they do not have a clear answer. The issue has not been resolved and the battery was still cutting off, even with a new handset (eliminating the handset as a potential cause). The fall did occur end of may. The issue with the battery began occurring sometime after that. Rep was working with the office to have the patient scheduled for a revision. 2025-sep-08 e2 (rep): additional information was received from a manufacturer representative. They reported that the revision is scheduled for (B)(6) 2025. They said they would return the device once it is explanted.